Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needles had no insulin flow during use while priming. This complaint was created to capture the 2nd of 2 related incidents. There were two pen needles affected on the day the user sent email (B)(6) 2019. The following information was provided by the initial reporter: "I became very frustrated with this pak of needles. It seemed like 50% of them were stopped up and would not let insulin thru needle."

Manufacturer narrative:
H.6. Investigation: customer returned (25) used 32gx4mm bd pen needles: 16 from lot 9092812, 5 from lot 8304794, 3 from lot 8304793, 1 from lot 8072769. Customer reported no insulin flow when priming. All 25 returned pen needles were examined, and the following was observed: - from lot 9092812, 9 with broken non-patient end (npe) cannulas and 7 with bent npe cannula - from lot 8304794, 4 with broken npe cannulas and 1 with a bent npe cannula. - from lot 8304793, 3 with broken npe cannulas. - from lot 8072769, 1 with a broken npe cannula. No evidence of manufacturing defect was observed on the returned samples. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 25 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needles had no insulin flow during use while priming. This complaint was created to capture the 2nd of 2 related incidents. There were two pen needles affected on the day the user sent email (B)(6) 2019. The following information was provided by the initial reporter: "I became very frustrated with this pak of needles. It seemed like 50% of them were stopped up and would not let insulin thru needle."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needles had no insulin flow during use while priming. This complaint was created to capture the 2nd of 2 related incidents. There were two pen needles affected on the day the user sent email on (B)(6) 2019. The following information was provided by the initial reporter: "I became very frustrated with this pak of needles. It seemed like 50% of them were stopped up and would not let insulin thru needle."